Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two broken in posterior side assessed as an unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Visibility/palpability: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. The device has been explanted.